Manufacturer narrative:
D10 concomitant products: lxmj37s, maryland xp inline sealer/divider 37 cm (lot #:50850392x), vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during full colectomy, after 2 to 3 hours of good seals in the tissue vessels and lymphatics of up to 7 mm thick the device would not seal. There was no evidence of energy delivery and end tone was heard. The seal plates just lifted in the jaws and still attached and would not deliver energy. This recurred with an additional handpiece opened to complete the surgery from the same lot number. Another ligasure device was used successfully with this generator. There were no pieces falling off. There was no bleeding. This was an all-day surgical procedure. There was no patient injury.